Event description:
Pt reported all of the buttons on the infusion device do not respond. Pt stated the soft rubber part of the up/down button on the device is used up. Pt reported he was sweating during work; some moisture could enter. Pt stated he will use an insulin injecting pen to follow his therapy until he gets replacement infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.